Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal 2000 mcg/ml at a dose of 520 mcg/day via an implantable pump for a spinal cord injury. On (B)(6) 2016, the patient's pump alarmed with a critical alarm and the patient had withdrawal symptoms. The event occurred during a device follow-up. The pump was interrogated and a motor stall had occurred. Elective replacement indicator (eri) was noted to be 22 months. Diagnostics and troubleshooting was reported as "they interrogate the pump and update the pump again with no result". The pump was replaced on (B)(6) 2016. The event was resolved at the time of this report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; corrosion and/ro wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.